Manufacturer narrative:
Device evaluated by MFR: the ekos+ kit 106cm 12 cm was returned for analysis. Microscopic visual inspection of the infusion catheter (ic) showed that the drug luer displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush, the drug luer began to leak. It was noticed that the device leaked from the crack on the drug luer.

Event description:
It was reported that the drug port leaked, requiring an additional device. One 106cm 12 cm ekos plus catheter and one 135cm 16 cm ekos plus catheter were selected for use. During the procedure, both ekos catheters were placed in the patient and hooked up to the appropriate pumps. After everything was connected, it was determined that one of the catheters had moved inside the patient and needed to be repositioned. All lines were then disconnected, the catheter was repositioned and everything was hooked back up again. The patient was moved to the intensive care unit (ICU) and it was noticed that both drug lumen ports were leaking fluid at the connector. The patient was brought back to the lab and the original catheters were removed and two new ekos catheters were placed without issue. There were no patient complications.

Event description:
It was reported that the drug port leaked, requiring an additional device. One 106cm 12 cm ekos plus catheter and one 135cm 16 cm ekos plus catheter were selected for use. During the procedure, both ekos catheters were placed in the patient and hooked up to the appropriate pumps. After everything was connected, it was determined that one of the catheters had moved inside the patient and needed to be repositioned. All lines were then disconnected, the catheter was repositioned and everything was hooked back up again. The patient was moved to the intensive care unit (ICU) and it was noticed that both drug lumen ports were leaking fluid at the connector. The patient was brought back to the lab and the original catheters were removed and two new ekos catheters were placed without issue. There were no patient complications.